Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached flushing connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong nxt catheter. The sample was received assembled. Usage residues were observed throughout the sample. The red flushing connector was detached from the extension tubing and white strain-relief sleeve. Tactile evaluation of the sample revealed abundant tensile throughout the extension tubing and the proximal region of the catheter. Necking and discoloration were observed in the vicinity of the tensile weakness. Microscopic inspection of the sample confirmed necking near the connector detachment. The tensile weakness, discoloration and necking were consistent with the sample being subjected to repetitive tensile (puling) stress. Such pulling appeared to dislodge the flushing connector from the tubing/sleeve, which are held together with an interference fit. It appeared that device access, securement and maintenance technique may have contributed.

Event description:
It was reported that the patient had a PICC implanted on (B)(6) 2018. No event had occurred since the insertion. The red connection was detached completely from the catheter when being flushed with a 10ml syringe prior to infusion on (B)(6) 2019.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a PICC implanted on (B)(6) 2018. No event had occurred since the insertion. The red connection was detached completely from the catheter when being flushed with a 10ml syringe prior to infusion on (B)(6) 2019.